Event description:
Transport to CT from trauma bay and a rental ltv vent (us med [redacted] medical tag) started alarming "low battery". Rushing into CT and before being able to plug the ltv in to a power outlet it turned off while connected to patient. Plugged power cord in and turned vent back on. Switched out ltv for a different ltv. Vent had been plugged in all night and morning charging battery. Transport from ed to CT was less than 5 minutes. The usmed tag number is [redacted] and the device serial number is [redacted].